Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. A system check was performed and insulin was observed exiting the infusion set tubing. The customer declined to remove their infusion set site to inspect the cannula and declined further troubleshooting the issue due to believing that the site was functioning properly. Additionally, air bubbles were observed in the cartridge patient line. The patient line was primed successfully removing the air bubbles and insulin was resumed. The customer's blood glucose level was not impacted during these events.